Event description:
Patient reported "lymph nodes enlarged", "lymphedema" and "pain". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph nodes enlarged" and "lymphedema"